Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). G1: device manufacturer postal code: 1220. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a left pterygium procedure wherein artiss was applied, and the device didn¿t ¿polymerize¿. Reportedly it took six to seven minutes to adhere, whereas historically it has taken three minutes to adhere. The graft ¿fell off¿ two days post operatively. Medical intervention was not reported. Artiss used in eye surgery is considered off-label use. No further information was available at the time of this report.